Event description:
This is a (B)(4) year old male pt who underwent a cardiac catheterization and a percutaneous coronary intervention (pci) of the circumflex artery on (B)(6) 2013. During the pci procedure, the cardiologist utilized a minitek 2.0x12 millimeter balloon and as the cardiologist proceeded to dilate the vessel the balloon did not inflate. The cardiologist re-checked the connection and the balloon failed to inflate. The cardiologist also observed contrast flowing from the proximal portion of the left coronary artery into the distal vessels which led him to believe the catheter maybe defective. At this point, the pt went into a cardiac arrest and implemented full advance cardiac life support (acls) measures. Resuscitation efforts were successful and the pt was transferred to the cvicu in critical condition. On (B)(6) 2013, the pt showed improvement.